Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A review of all batch record documents was performed for potentially associated lot number gd893990 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
This is a report of a home patient that experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized. Treatment was reported as fortaz intraperitoneally (ip) (dose, frequency and lot number not reported) and ancef ip (dose, frequency and lot number not reported). The patient recovered from peritonitis. Peritoneal dialysis therapy was not interrupted. The pd nurse reported that even though the cause was unknown the patient was retrained on aseptic technique. No additional information was available. This is report 2 of 3.